Event description:
Monoject syringe caps ref 8881682119, lot number: 2101217164 -- syringe caps are not staying on the 10ml syringe. We use this process all the time and something is wrong with these caps. We had to use an alternate syringe cap to prevent the caps from falling off and risk potential contamination. FDA safety report ID # (B)(4).